Manufacturer narrative:
The customer received code w-45 on the meter display several times. This message is triggered when no coagulation of the blood sample has been found in a specified time. When the meter is able to find a coagulation value, but the value is out of the specified range of 8.0 inr, the display will show inr > 8.0. In this case, no coagulation was found at all by the meter (lab value was about 12 inr with other blood tests in the lab).

Manufacturer narrative:
Glivev (imatinib) is known to increase the anticoagulant activity of warfarin.

Manufacturer narrative:
The customer returned one vial of test strip lot 368893-11 (24 str; vial no. 31341) containing 9 test strips and coaguchek meter serial no. (B)(4). The test strips and vial showed no defects. The meter appeared undamaged and clean on the outside. The returned test strips were measured with the returned meter with a high level control sample: control sample lot 387 829 00. Specified target range 2.5-3.1 inr (±11.5% around the lot specific target value of the complained test strip lot / control lot combination). Number of repeat measurements: 3. Results: all inr values were within the specified target ranges, confirming the functionality of the coaguchek measuring system. No error messages occurred. Returned customer material and retention material comply with the specification. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." Relevant retention test strips (lot 368893) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. This event occurred in (B)(6).

Event description:
The initial reporter received questionable results from coaguchek inrange meter serial number (B)(4). On (B)(6) 2019, when testing with coaguchek inrange meter, the patient received alarms from the meter indicating not enough blood was applied to the test strip. This coincided with the patient beginning glivec treatment for leukemia. The patient went to the emergency room. On (B)(6) 2019, the results from the laboratory were 12.9 and 11.5 inr. The laboratory method was werfen. On (B)(6) 2019 but with 3 hours of the laboratory testing, the result from the meter was 2 inr. The therapeutic range was 2 to 3 inr.